Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected device was not in clinical use at the time of the event. The field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. A review of the system log file confirmed the reported issue. Upon functional testing, the fse found dcps24v_12v_5v power supply problem. To resolve the issue fse replaced the dcps24v_12v_5v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.